Event description:
Started IV on pt and attached extension tubing. When tubing was flushed, saline started leaking from the y-connector at the y. The extension was replaced immediately with a non defective extension. Was only connected to pt for a few seconds before leak was discovered on tuesday, (B)(6) 2012.